Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During preparation of a ablation procedure a metriq irrigation tubing set was selected for use. There was a dirt-like substance in the three-way stopcock part. The tubing set was exchanged and the procedure was completed. No patient complications were reported.